Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use in a pulse field ablation (pfa) procedure. Air contamination was observed within the clear shaft of the sheath during the removal of the farawave catheter from the faradrive sheath, following completion of the ablation. The procedure was successfully completed using the same device. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak and aspiration tested and did not pass the tests. Microscopic inspection also revealed silicone oil on both faces of each valve and identified tears at the center slit on the inner face of both valves which compromised the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the faradrive steerable sheath clear was selected for use in a pulse field ablation (pfa) procedure. Air contamination was observed within the clear shaft of the sheath during the removal of the farawave catheter from the faradrive sheath, following completion of the ablation. The procedure was successfully completed using the same device. No patient complications have been reported. The product is expected to be returned for analysis.